Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. It was reported that approximately 3 months before the date of the complaint, the patient inserted a sensor into their leg and the sensor allegedly never worked due to a sensor failure. The patient then decided to remove the sensor but the sensor wire remained in their leg. A month later, the patient¿s insertion site became tender and they contacted a clinic and had an x-ray or MRI completed and they reportedly saw that the wire was in the leg. The clinic reportedly removed the wire with a minor procedure. The patient informed customer technical support (cts) of this issue on the day of the complaint but they did not recall the date they inserted the sensor or when it was removed at the clinic. This complaint is for information only; return of the product is not required because it has been discarded or is unavailable. No information further is expected from the patient. This complaint is being reported as the issue required medical intervention and because a device component was missing.